Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that an asymptomatic patient presented in the operation room for a scheduled unrelated procedure. It was noted that the atrial lead exhibited chronic noise. During the procedure, the physician explanted and replaced the lead. The patient was stable prior, during and post procedure.